Manufacturer narrative:
Evaluation summary: a company representative examined the system and was able to replicate the reported event. The event was also confirmed via event logs and found a system message. The footswitch and footswitch cable were both replaced as a preventative measure. The system was then tested and met all product specifications. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this system. The system and the footswitch met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming footswitch.

Event description:
Additional information was provided by a company representative who reported that the system message was found during his intervention.

Event description:
A customer reported that the ultrasounds did not work during surgery. A system message related to the footswitch was also displayed. The surgery was successfully completed without any delay by using another instrument available in the same facility. There was no patient harm. The footswitch and the footswitch cable were replaced. Additional information has been requested.

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).